Event description:
Doctor reported events of reflux/vomiting from journal article: "revisional bariatric surgery for failed gastric banding in (B)(6): a review of choice of revisional procedure, surgical technique and postoperative complication rates", asian journal of endoscopic surgery (B)(6) (2011). This medwatch represents the 2 pts listed in table 1 of the article who were diagnosed with reflux/vomiting. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Reflux/vomiting are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of reflux as follows: "contraindications: the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been after gastric restriction procedures." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."